Event description:
10 minutes after infusion of infed (100mg 2cc IV) pt. C/o burning sensation immediately followed by a cardiac & respiratory arrest. CPR initiated 911 called, pt. Transported to e.r.